Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, h2, h6(investigation type), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the customer's biomed called and cancelled the service request. The biomed is factory trained and they self service including pm's. The fse also reported that the biomed discovered that the issue was a faulty monitor coiled cable, and that the biomed was going to order the part and replace it himself. The fse did not perform any service on this iabp unit. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Customer cancelled service.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was shutting off and there were errors 111 and 112. No patient harm, serious injury or adverse event was reported.